Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h3: the verisight catheter was discarded, thus no returned product investigation was performed. Block h6: per the IFU, perforation is listed as a known risk of complication with use of the verisight catheter. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s).

Event description:
It was reported that a verisight catheter was used in a therapeutic electrophysiology procedure. During insertion, resistance was encountered, but was able to advance to the left femoral vein. However, after the procedure, the patient experienced a retroperitoneal bleed, and a closure device was used to stop the bleeding. At this point, the procedure was completed and the patient is doing well. This adverse event is being submitted because the verisight was in use when a perforation occurred, requiring intervention.